Event description:
Newborn patient on nasogastric tube formula feeding was found with approximately half of amount of feed (17ml) on linen. Clinician flushed tube and noted leak from tube. Tubing replaced and leaking tubing sequestered and sent to biomedical for reporting. Infants indwelling ng tube not impacted. Care continued normally. Manufacturer response for enteral feeding tube extension set, enfit (per site reporter) awaiting response from manufacturer.